Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient reported that his cgm blood glucose (bg) reading was 55 mg/dl, and he drank something to correct it. The cgm then displayed "???" Which returned to data reading shortly after. Patient took a finger stick (fs) during the time cgm displayed "???" And the fs value was 215 mg/dl. Patient reported shortly after this occurred, they passed out due to a low. Patient's son found patient passed out and called 911. Paramedics arrived at patient's home. Patient reported he awoke to the paramedics holding him down to administer a glucagon shot and glucose. Patient could hear the cgm low alert audio warning. Paramedics continued administering glucose as the cgm kept giving a low alert audio warning. Paramedics eventually took a bg value and it read 390 mg/dl. Patient reported receiving six (6) tubes of glucose. At the time of contact patient is stable. No additional patient or event information was provided. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. It was reported that the patient did not calibrate according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: a. Do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. B. Do not calibrate if the glucose reading error symbol shows in the status area. C. Do not calibrate if the out of range symbol shows in the status area. It was reported that the patient treated themselves based off of cgm values. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value.